Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr ous 2.50 x 12mm stent delivery system was returned for analysis. The crimped stent was examined and damage was noted. The proximal struts were bunched in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The bumper tip of the device was examined and slight damage was noted. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 29nov2017. It was reported that shaft kink occurred. The target lesion was located in the coronary artery. A 2.50x12mm promus element ¿ drug-eluting stent was selected for use. However, it was noted that delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.